Event description:
It was reported that during a da vinci-assisted surgical procedure, a tip-up fenestrated grasper instrument was being used to move the lung when the tip of instrument where it joins the shaft bent and separated. Pieces of the brown were broken off and fell inside the patient's anatomy. All pieces were collected during the same procedure and an x-ray was performed to ensure removal. The customer was unable to remove the instrument from the cannula, so the entire cannula was removed and a new one was re-inserted. The procedure was completed with no reported injury.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken main tube at the distal end. The wrist assembly was no longer straight due to the damage. Material approximately 0.23" x 0.15" appeared to be missing at the end of the shaft. This failure is typically associated with mishandling/misuse.